Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s insulin pump had a crack on the battery side. The insulin pump had not been dropped or bumped. The customer was sleeping and experienced a low blood glucose level. As a result, they were hospitalized on (B)(6) 2024, around 9 am. They were hospitalized for over 24 hours. Their blood glucose level at the time of hospitalization was 20 mg/dl. Insulin was taken to treat their blood glucose level. The insulin pump was in use leading up to the hospitalization. The auto mode/smartguard feature was not applicable at time of low blood glucose event. The customer noticed the pump damage during hospitalization. The customer confirmed they were not wearing a sensor. They were instructed to discontinue pump use and revert to back up plan as per hcp instructions. The customer called back because they wanted full details of failure analysis, as they alleged the insulin pump over delivered insulin, causing their blood glucose to drop, and their hospitalization. The insulin pump was returned.

Event description:
Updated summary: the customer wants to get the full details of the failure analysis and why the pump over-deliver insulin, went low and got hospitalized.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. Possible over delivery anomaly not confirmed. The pump was received with cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched case, keypad overlay texture damage, pillowing keypad overlay, and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below pertaining to primary svn (B)(4) and event date 17-nov-2024. There were no boluses listed on the event date 17-nov-2024 in the pump history file. Unable to verify customer's daily total of all insulin delivered surrounding the event date of 17-nov-2024 listed on smartsolve due to insufficient data in the trace/history files. There were no autosuspend alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 17-nov-2024 in the pump history file. Please see below pertaining to svn (B)(4) and event date 18-nov-2024. There were no boluses listed on the event date 18-nov-2024 in the pump history file. Unable to verify customer's daily total of all insulin delivered surrounding the event date of 18-nov-2024 listed on smartsolve due to insufficient data in the trace/history files. There were no autosuspend alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 18-nov-2024 in the pump history file. Please see below pertaining to svn (B)(4) and event date 20-nov-2024. There were no boluses listed on the event date 20-nov-2024 in the pump history file. Unable to verify customer's daily total of all insulin delivered surrounding the event date of 20-nov-2024 listed on smartsolve due to insufficient data in the trace/history files. There were no autosuspend alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 20-nov-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted between the date ranges of 11-nov-2024 to 20-nov-2024 in the pump history file. (Pertaining to svn's (B)(4).) (B)(6)2024 09:48:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 09:58:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 18:37:07.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 18:47:00.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 08:46:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6)2024 10:15:17.000 batteryremoved (55) (B)(6)/2024 10:15:17.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6)2024 10:15:39.000 batteryinserted (44) (B)(6)2024 10:16:23.000 batteryremoved (55) (B)(6)2024 10:16:23.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6)2024 10:16:28.000 batteryremoved (55) (B)(6)2024 10:16:34.000 batteryinserted (44) (B)(6)2024 17:33:21.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6)2024 17:35:00.000 batteryremoved (55) (B)(6)2024 17:35:05.000 batteryinserted (44) (B)(6)2024 17:35:05.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6)2024 17:35:05.000 batteryremoved (55) (B)(6)2024 17:35:05.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6)2024 17:35:07.000 batteryremoved (55) (B)(6)2024 17:46:03.000 alarmalertnotification (40) faultnumber: tracecheckerror (68) (B)(6)2024 17:46:03.000 alarmalertnotification (40) faultnumber: historypointersbadalarm (49) (B)(6)2024 17:46:25.000 alarmalertnotification (40) faultnumber: historypointersbadalarm (49) (B)(6)2024 17:46:42.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) (B)(6)2024 17:47:03.000 alarmalertnotification (40) faultnumber: battoutlimit (6) (B)(6)2024 17:47:11.000 alarmalertnotification (40) faultnumber: battoutlimit (6) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. Pump error 68, pump error 49 and pump error 23 were expected due to the battery removed for more than 10 minutes and the pump reset. Lost sensor alert - not confirmed. Sensor error alert - not confirmed. Lowbatteryalert (104) - not confirmed. Failedbatttest (58) - not confirmed. Pump error 68 - not confirmed. Pump error 49 - not confirmed. Pump error 23 - not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs/high bgs. (Hyperglycemia). Possible over delivery anomaly not confirmed. Cosmetic damage was confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, damage (physical or cosmetic). The customer reported blood glucose value of 20 mg/dl. The customer reported hypoglycemia treated with hospitalization: overnight stay. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-342, mmt-441a, mmt-1884. Customer was not using the auto mode/smartguard feature at the time of the event. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported low blood glucoses. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. No further patient complications were reported. No product return is required for mmt-342. No product return is required for mmt-441a. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.